Event description:
It was reported that during a diagnostic laparoscopy procedure, the blade cutting and coagulating of forceps the harmonic device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.